Manufacturer narrative:
Product ID 3889-28, lot# v732123, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's nerves were 'tingling.' She felt the 'tingles' from the bottom of both feet to the top of her head. It was also reported that she had a 'numb tongue' and 'water tasted funny/bad.' When she turned off the stimulation, she reported that her mouth might have been getting better, but she didn't know if it was related to the stimulation. It was noted that she had not had her device interrogated for a year prior to report. It was also stated that she has had tripping in the past and traveled 'a lot' via car and plane. The reporter thought that the stimulation was working, but then stated that she had to urinate a lot on the day prior to report. The reporter also stated that she felt as though she has 'broken wires.' No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.